Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, an insulation break and low pacing impedance. An rv lead fracture was also confirmed during the procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.